Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. The moisture damage on lcd board noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of playing on a water slide with insulin pump. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.